Event description:
It was reported by customer that the PICC line had blown out. PICC line was removed from patient because it was giving them issues with flushing and blood return. No adverse event or serious injury reported to patient or healthcare professionals.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was confirmed but the cause is unknown. A single photograph of a short segment of 4fr single-lumen powerpicc tubing was returned for evaluation. The catheter shaft tubing contained a longitudinal split. The edges of the split were straight, but the material contained a curved shape memory with the material flared outward. The catheter tubing appeared to be discolored within the damaged region, but this could not be confirmed with certainty from the returned photograph. Although a split in the tubing was confirmed, the exact cause could not be determined from the returned photograph. It was reported that there was difficulty infusing and aspirating through the catheter. Possible contributing factors for the split in the tubing could include over-pressurization of the tubing, compression damage of the catheter, or damage from an unknown circumstances and factors. This complaint will be recorded for future trending and monitoring purposes.